Event description:
Pt having vaginal sling procedure done in or. Md was using capio device and capio suture. The capio device did not function properly causing suture to become embedded in pt's pubic bone.